Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent dislocation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on limited information received, the root cause of the reported event could not be determined. MFR# reference: (B)(4). Please reference 2032546-2019-00132 for the second eye.

Event description:
The following was reported by the referral surgeon for a bilateral trabecular micro-bypass stent patient regarding "dislocated stents". On gonioscopy the surgeon observed half of the stent implanted in the ciliary body band with the other half in the anterior chamber in one (1) eye. In the fellow eye, the surgeon observed the stent in the inferior angle with appearance of a descemet membrane/endothelial growing around the stent. Per the surgeon, both eyes were quiet with clear keratometry/cornea and the patient was going to be monitored. Additional information was not available due to anonymous source of the report. This report references the first eye.